Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had endocarditis. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.